Manufacturer narrative:
The customer's complaint that the fan on the autopulse platform (sn (B)(6) had failed and displayed fault 43 (fan fault detected) was confirmed during functional testing and archive data review. The root cause of the reported complaint was a malfunctioning fan. Archive data indicated multiple occurrences of fault 43 around the reported event date, confirming the complaint. The autopulse platform failed functional testing due to fault 43 displayed upon powering on, confirming the reported complaint. The fan assembly will be replaced to address the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the resuscitation attempt, the crew noticed that the fan on the autopulse platform (sn (B)(6) had failed and would not engage. The crew performed manual CPR for the rest of the call. No consequences or impacts on the patient. Upon returning back from the call, the crew checked the platform and noted fault 43 (fan fault detected).